Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) h3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that ¿03.130.010, scrdriver shaft 1.3/1.5 t4 self-holding¿ has stripped. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. Based on the investigation findings, scrdriver shaft 1.3/1.5 t4 self-holding was stripped because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a DHR review could not be performed for this pi. This is an invalid lot number 900d839. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, it was decided to drill the holes, and it was discovered that one of the drill bits was bent. This was resolved by using another drill bit of the same type, which was also included in the kit. It was also noted that the 1.5mm self-locking screwdriver bits had damaged tips, as they did not grip the screws. Consequently, two screws stripped before the plate was fully secured, requiring them to be removed with pliers and replaced with new screws. This delayed the surgical procedure by approximately thirty minutes. The surgery was successfully completed without any adverse effects on the patient.